Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to a wandering baseline. No inappropriate therapy was delivered. No adverse patient effects were reported. The s-ICD was reprogrammed and remains in service.